Event description:
It was reported that the current electrocardiogram (egm) on remote transmission showed one interval of post ventricular pace (vp) t-wave oversensing (twos). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 419488 lead implanted: 2012 (B)(6); 407652 lead implanted: 2012 (B)(6). (B)(4).